Event description:
Reporter states that she rec'd the er1 message occasionally. Reporter does check the color comparison chart and the teststrip reveals the darkest blue. Reporter does retest with the er1 message. Reporter performs the control test regularly. Reviewed product handling and meter usage technique with reporter.